Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this lead was surgically abandoned due to oversensing. No additional adverse patient effects were reported.